Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic appendectomy, the device plastic component fell into patient cavity and retained inside the patient. While inside the operating room the tech noticed the plastic piece inside patient abdomen on the monitor prior to closure. The surgeon able to retrieved the plastic piece from the patient cavity and no components retained inside the cavity.